Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was interrogated with a programmer and was noted to be in storage mode. A capacitor reform was performed and a charge time of 9.0 seconds was noted. The device case was then removed. High power visual inspection noted an electrolyte liquid on the non-hybrid side of the high voltage capacitor. The electrolyte seemed to be leaking from the capacitor connections on the battery side of the capacitor where two capacitors are connected together and the epoxy seal from the affected capacitor appeared to have been compromised. No further analysis was performed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did not pass peak voltage during a complete product testing. No adverse patient effects were reported. This device was never in service.